Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 189 and 236 mg/dl. The customer's expected fasting blood glucose test result range is 117 - 150 mg/dl. The customer also stated he had performed a meter to meter comparison and had obtained non-fasting results of 115 mg/dl using truemetrix meter and 77 mg/dl using another device. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: the 115mg/dl (B)(6) 2017 11:58 am fasting:no, the 189mg/dl (B)(6) 2017 07:17 am fasting:yes, the 236mg/dl (B)(6) 2017 07:12 am fasting:yes, the 185mg/dl (B)(6) 2017 07:11 am fasting:yes, the 115mg/dl (B)(6) 2017 06:42 pm fasting:no.